Event description:
Reportedly, during incoming inspection at the distributor on 06 june 2019, damage on the consumer box was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection at the distributor on 06 june 2019, damage on the consumer box was observed.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed the reported damage on the external box. Manufacturing records review showed that the device was released according to all applicable standard procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, damage on the consumer box was observed.